Manufacturer narrative:
The contribution of the device to the experience has not yet been determined. Original MFR # 1038671-2014-00038 and 00039.

Event description:
"Revision of exactech hip components due to loosening. Doctor noted a lack of on-growth on the acetabular cup and a possible crack on the lip of the liner.